Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the unit was fairly slow. A technical support specialist recommended that all communications use full duplex and that a wired network should be use as a means for troubleshooting to confirm no issues with the device. The system functioned as intended after the field service technician troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was it was determined that the unit was fairly slow. After putting log in information, it spun for sometime for the bio ID portion to show up. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was it was determined that the unit was fairly slow. After putting log in information, it spun for sometime for the bio ID portion to show up. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon review, there is no indication of patient involvement in this incident. This is therefore not considered a reportable event.